Manufacturer narrative:
Evaluation result- a visual inspection of the returned product shows the lens is torn in half and a haptic is torn off and is missing. There is clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, that the surgeon was inserting a toric single piece silicone lens model aa4203tl and the lens tore and a haptic tore off. The surgeon removed the lens without enlarging the incision and another lens was inserted. It was reported that the incident was possibly due to a loading error.